Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 22-oct-2024: the customer confirmed missing material was not in patient with no report of fragments falling from the device while used within a patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 0.056¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this severely bent grip did not show damage. The instrument was further evaluated and after a review of the attached images found that the instrument had a broken molded insulator. The grip tip appeared to exhibit a broken molded insulator, specifically at the bottom left portion of the molded insulator. From the image, it appears a piece of the corner of the molded insulator was broken and was not returned with the instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument tips were not aligned. There was no report of patient involvement.